Manufacturer narrative:
The reason for this revision surgery was lack of bone growth on/into the acetabular shell after 2.4 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history shows there is 1 prior complaint against the part and has no complaints with similar failure mode pertaining to "fixation, poor implant to bone". This is the first complaint for the incident lot number. This investigation is limited in scope because the explanted product was not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to lack of bone growth on/into the acetabular shell.